Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic dependent patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited multiple noise reversion episodes. The noise could not be reproduced with isometrics. The physician elected to continue to monitor the patient. No additional information was reported.